Event description:
It was reported to boston scientific corporation that an alliance inflation syringe was used during a dilation procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the gauge needle would not move up past 4 or 5 atms. The procedure was completed with another alliance inflation syringe. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). A visual examination of the returned complaint device revealed that the gauge needle was at 0 atm and the device does not have visual defects. Functional evaluation was performed and was unable to confirm that the gauge was reading inaccurately. It was noted that the device was able to be inflated properly and there were no issues noted with the gauge needle. The returned device passes visual and functional tests; consequently, not confirming the reported complaint. Therefore the most probable root cause for this complaint is "no problem detected". A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an alliance inflation syringe was used during a dilation procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the gauge needle would not move up past 4 or 5 atms. The procedure was completed with another alliance inflation syringe. There were no patient complications reported as a result of this event.